Manufacturer narrative:
Complaint is not confirmed. Performed investigation. Returned meter is unlocked to mg/dl. Memory overwrite was not observed. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customers reported receiving an error message and additional icons on her unlocked freestyle flash meter. These messages are an indication, the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.